Event description:
Received from the customer a copy of the medwatch report which states, "post administration of biotherapy infusion, while tubing was being removed from alaris pump channel, tubing split into half. Pharmacy made aware, tubing sent back. No evidence of spill. Patient received entire dose." There was no report of patient harm. Received from the FDA a copy of the customer's sus voluntary event report which states,, "post administration of biotherapy infusion, while tubing was being removed from alaris pump channel, tubing split into half. Pharmacy made aware, tubing set back. No evidence of spill. Patient received entire dose."

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection observed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment to silicone segment connection was not received. No crush marks were observed on the upper fitment. Further visual inspection of separated silicone segment end noted no o-ring indentations on the silicone segment near the upper fitment. No functional testing was performed. Dimensional testing of the pumping segment components (upper fitment, o-ring. Silicone and lower fitment) was performed and the measurements were within specification. The root cause of the separation was the set's retainer ring not being assembled onto the set during manufacturing.

Manufacturer narrative:
Additional information provided from mw5081744.

Event description:
Received a copy of the customer's sus voluntary event report which states, "post administration of biotherapy infusion, while tubing was being removed from alaris pump channel, tubing split into half. Pharmacy made aware, tubing sent back. No evidence of spill. Patient received entire dose."

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received from the customer a copy of the medwatch report which states, "post administration of biotherapy infusion, while tubing was being removed from alaris pump channel, tubing split into half. Pharmacy made aware, tubing sent back. No evidence of spill. Patient received entire dose." There was no report of patient harm. Received from the FDA a copy of the customer's sus voluntary event report which states,, "post administration of biotherapy infusion, while tubing was being removed from alaris pump channel, tubing split into half. Pharmacy made aware, tubing set back. No evidence o spill. Patient received entire dose."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states, "post administration of biotherapy infusion, whole tubing was being removed from alaris pump channel, tubing split into half. Pharmacy made aware, tubing sent back. No evidence of spill. Patient received entire dose." There was no report of patient harm.